Event description:
The customer reported having problems with the insulin pump and alarmed button error. The battery was removed for a while and then inserted; the device started working. The caller stated that the device was also stuck in the prime loop and alarmed. Troubleshooting was performed, and the drive support cap was flush. The customer stated that the drive cap towards the screen is pushed in. However, the side toward the back side is level. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed button error due to moisture damage to the keypad traces. Unable to verify prime anomaly due to the button error alarm. The device was received in with a protruded drive support disk, missing end cap sticker, missing address/serial number label, scratched display window and a scratched case.